Manufacturer narrative:
Other, other text: no problems or issues were identified during the device history record review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. Investigation was unable to duplicate the reported issue, during functional testing the device was found to be operating as intended. The root cause of the reported issue was not able to be determined. No action was taken. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information: h3, h6, h10, corrected data: corrected g1.

Event description:
It was reported that the ventilator was put onto a patient for transport. Within 2 minutes the patient started to desaturate. Clinicians then placed patient back onto regular vent, where o2 stats rose immediately. Patient was instead ambued to complete transport.